Event description:
The customer reported that while the unit was in use on a severely compromised patient, the unit displayed a "leak in iab catheter" alarm message. The patient was switched to another unit and therapy was continued. The patient later expired.